Event description:
Info rec'd indicates the brakes were stuck in the brake mode and would not release.

Manufacturer narrative:
The technician replaced the broken brake detent and adjusted the casters to repair the bed.